Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis, on (B)(6) 2019 to (B)(6) 2019 with blood glucose level was 600 mg/dl at time of incident and the current blood glucose level was 140 mg/dl and treated with insulin drip. The customer was assisted with troubleshooting. Customer states insulin pump had insulin flow blocked alarm. Customer states they performing a 5.0 unit fixed prime. Customer states the insulin did not exit and insulin pump alarmed. Customer states they had injury that makes it harder for in to insert sites and declined troubleshooting for serter issues. The insulin pump will not be returned for analysis.